Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and a mesh sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that due to mesh erosion, infections, klebsiella knee infection, dyspareunia and vaginal pain, mesh was excised on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.